Event description:
The patient was revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.